Manufacturer narrative:
Additional narrative: during pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Device was returned for service. During service, technician indicated the device had a faulty hose, strong vibrations and was overheating. This is report 1 of 1 for complaint #(B)(4).